Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: patient had essure confirmation test(s) conducted on an unknown date. Result: unknown. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("pain: abdominal") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (hysterectomy partial, salpingectomy bilateral). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, dysmennorhea (cramping) and general abnormal bleeding diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on an unknown date: unknown. Most recent follow-up information incorporated above includes: on 3-sep-2019: plaintiff fact sheet received: incident category updated. Event injury to herself replaced by new events pelvic pain, abdominal pain, dysmennorhea (cramping) and general abnormal bleeding, patient dob added, reporter information, product indication, insertion and removal dates updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.